Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to access the matrix type drawer. The technical support specialist (tss) confirmed that security group loaded for the radiology technician did not include the necessary access. The tss explained the possible resolutions as unload the medications, load medications into a cubie, or assign permission independent matrix type drawer access. The customer unloaded the medication and confirmed that the user was then able to access the drawer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower multiple users were unable to pull medications from the sarad station. All medication options were greyed out. A hard reboot was performed on the station, but the issue persisted. Customer stated that no recent changes had been made to the user accounts on the server, and unsure what needed to be checked in the user settings. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.